Event description:
It was reported that during a lobectomy procedure, the firing was stopped on the way. When the white reload was loaded and fired at the pulmonary vein on the second firing, the staples were unformed. Another device cartridge was nearly detached when the articulation lever was moved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.